Event description:
Had essure birth control device implanted. Have had severe lower abdominal cramping that has sent me to the e.r. Hair loss, depression, anxiety, weight gain, unable to lose weight, decreased sexual activity, insomnia, night sweats, uncontrolled mood swings. I had this implanted in 2011 after the birth of my daughter. I was told it was a safe alternative from tubal ligation. I was told it was not a surgery but a procedure. I was never told of any side effects. I was told that it was nickel and that was it I was not told of the pet fibers that it contained. I am in pain almost every day since these have been implanted.